Event description:
It was reported that there was a shocking or jolting sensation. Every morning while the patient was getting out of bed she felt like someone was electrocuting her. The patient noted that it felt like a jolt that lasted all day. It had started one year prior to the date of this report and had gotten progressively worse. The patient had had a knee system installed 2 months prior to the date of this report and she had done fine for a few days and started back up again. If the patient was sitting and had tennis shoes on she felt electrical flow from the floor to her shoes. The patient was using a heating pad on her lower back. The patient had told her healthcare professional about the symptoms but they were unable to tell her what was causing it. No intervention or outcome was provided. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
Concomitant products: product ID 64002, lot # n422172, implanted: (B)(6) 2014, product type adapter; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3389s-40, lot # v204235, implanted: (B)(6) 2009, product type lead; product ID 3389s-40, lot # v190602, implanted: (B)(6) 2009, product type lead; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2009, product type extension. (B)(4).

Event description:
Additional information received reported the patient received assistance from their healthcare professional or a manufacturing representative and their concerns were resolved.